Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, during insertion of the commander delivery system and valve, the distal tip of the 16fr esheath+ failed to split open, causing the operator to use excessive force. A second delivery system and 16fr esheath were opened at the operator's request. However, the original delivery system and esheath were able to be used. Upon removal of the esheath+, the distal portion of the esheath tip appeared to be torn as opposed to its usual split. There was no patient injury, and the valve was successfully implanted.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and difficulty advancing through esheath were unable to be confirmed as no device/imagery were returned. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Per the complaint description, 'during insertion of the commander delivery system and valve, the valve was restricted at the distal tip of the 16fr esheath+ due to the esheath+ failing to split open, causing the operator to use excessive force. A second delivery system and 16fr esheath were opened at the operator's request. However, the original delivery system and esheath were able to be used. Upon removal of the esheath+, the distal portion of the esheath tip appeared to be torn as opposed to its usual split. There was no patient injury.' A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The failure mode is characteristic of sheath tip tear events as described in product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.